Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, machine cut off and patient felt the power cord and the power brick was too hot to touch. The device was not returned. If additional information is received a follow up report will be submitted.